Event description:
Edwards received information via cvor nurse that an aortic pericardial valve model 2800 was explanted after an implant duration of approximately twleve (12) years due to torn leaflets, severe bioprosthetic aortic stenosis, and insufficiency. After replacement, the patient was taken to the ICU in satisfactorily condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the subject device was returned and explanted; leaflet 2 had a tear at commissure 2, tear was approx 8mm in length. Leaflet 3 had a tear at commissure 1, tear was approx 10mm in length. Leaflet 1 had a partial tear at commissure 1, partial tear was approx 4mm in length. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was moderate to heavy at the stent inflow and minimal at the stent outflow. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Hematoma was observed on all three leaflets on both inflow and outflow aspects. The x-ray demonstrated no visible calcification and commissures 2 and 3 wireform distorted. Device evaluation confirms non-calcific tissue degeneration and leaflet tears as the primary causes of the reported stenosis and regurgitation. Non-calcific tissue degeneration is a chronic event that is highly variable among patients. The mechanisms associated with non-calcific tissue degeneration are not fully understood, but are apparently mediated primarily by mechanical stress in the leaflet and the host response to the device. Patient biological factors such as age, immune system activation, metabolism, the state of the endocrine system, and comorbidities are believed to play important roles in the development of non-calcific tissue degeneration. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.